Event description:
During a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. No patient injuries or complications were reported. However, the returned product confirmed that there was stent damage. The physician attempting to treat an 85% stenotic lesion in theleft anterior descending (lad) artery. The vessel was moderately tortuous. The physician was unable to cross the lesion using a taxus express2 3.50 x 12mm stent. The device was removed from the patient's body and it was discovered that some of the distal stent struts were damaged. The procedure was completed using another of the same device. There were no patient complications reported. The patient condition was reported as "good."